Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 40 mg/dl. Current blood glucose was 68 mg/dl. Customer did not experience had as symptoms of low blood glucose. Treated with food for low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. Customer stated that the auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.